Event description:
It was reported that during setup for a surgical procedure, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay, adverse consequences or medical intervention as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that during setup for a surgical procedure, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay, adverse consequences or medical intervention as a result of this event.